Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. In response, technical support decided to replace the pump, as it was still under warranty. The customer planned to use multiple daily injections (mdi) as backup therapy until the replacement pump arrived.